Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error 24 alarm, and the pump was no longer working. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1885, and the customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm was triggered by pump error 19 alarm (file ID: 114 line ID: 886) on (B)(6) 2024 15:25:56.000 and pump error 63 alarm (file ID: 2006 line ID: 707) on (B)(6) 2024 15:26:07.000 according in the error log file/detailed trace file pump error 19 alarm (file ID: 114 line ID: 886) and pump error 63 alarm (file ID: 2006 line ID: 707) were confirmed, suspected on hw. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 19-jun-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6) 2024 20:54:00.000, (B)(6) 2024 01:29:00.000, (B)(6) 2024 01:39:00.000, (B)(6) 2024 08:20:00.000. Lostsensor2alert (781) was found on: (B)(6) 2024 08:42:00.000. Unbale to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no pump error 24 alarm recorded in the formatted history file on the event date. Unable to test for pump error 24 alarm and unexpected battery power loss due to critical pump error (open book image) alarm. Pump error 24 alarm and unexpected battery power loss were unknown. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a keypad overlay peeling, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to verify pump error 24 alarm, unexpected battery power loss and perform the required testing due to critical pump error (open book image) alarm. Pump error 24 alarm and unexpected battery power loss were unknown. Critical pump error (open book image) alarm was triggered by pump error 19 alarm (file ID: 114 line ID: 886) and pump error 63 alarm (file ID: 2006 line ID: 707), suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.